Event description:
Message of valve failure on tourniquet. Could not find any problem with cuffs and could not disalarm unit. Swapped for another unit without deflation of tourniquet or any adverse effects.